Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7088748. UDI: (B)(4).

Event description:
It was reported that patient had pain in the thoracic region and did not go away. It was noted that the pain wraps up to the chest area. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and patient was doing well post operatively. The explanted device will not be return as it was kept at the facility.